Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough analysis was completed and reviewed. This device was subjected to and passed all returned product testing. The device was determined to have met specification.

Event description:
Boston scientific received information that this pacemaker was part of a system explant due to infection. No additional adverse patient effects were reported.